Event description:
Grounding patch applied to patient's right flank. Burned skin, 1st to 2nd degree burn during ablation. Burn was noted by increased ohms on ablation screen. Hydrocortisone cream and dressing applied to site. Dermatology physician called in to evaluate the burn site. Patient has appointment to follow-up with dermatologist. Has creams and pain medication ordered. Pad was either misplaced or faulty. Will follow-up with company on recommendations for pad placement to reduce risk of patient injury. Pad used in incident valleylab polyhesive grounding pad ref # e7506. Pad was not saved.